Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump failed to alarm insulin flow blocked. Customer stated that insulin did not exit during the fill cannula and bolus process. Customer's blood glucose at the time of the incident was 491mg/dl. Customer stated that she noticed that the reservoir vial was leaking insulin into the insulin pump. Customer stated that when the cannula was filled insulin did not go through. The insulin pump passed functional testing. Product is not being returned or replaced.